Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2016 with the following findings: during investigation, the display lens was found to be damaged. There was a scratch in the middle of the display lens. There was no visible moisture observed during the visual inspection. Unrelated to the original complaint, the pump case was found to be cracked. A leak test was performed and failed due to a pump case leak. The pump was opened and there was no evidence of moisture found internally. The battery compartment was found to be cracked. The battery compartment threads as well as the battery cap were found to be damaged. A test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.